Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an initial fill estimate of over 240 units (+240u). Reportedly, after the delivery of approximately 9.5 units, the fill estimate decreased to over 180 units (+180u). Blood glucose level was 226 mg/dl. During a follow-up call, it was reported that the insulin gauge updated to an accurate fill estimate of 235 units.